Manufacturer narrative:
Visual inspection confirmed that the ps tibial articular surface provisional (tasp) top had fractured into two pieces near the post. Both pieces were returned. Minor nicks/gouges were noted on the tasp that appear to be from use. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.

Event description:
It is now know that the provisional fractured during cleaning.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke. However, it is unknown at this time when or how the device broke.